Event description:
Philips received a complaint from customer biomed reporting a blower motor stalled message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme verified the issue in review of device event log. The bme used a motor control (mc) printed circuit board assembly (pcba) from a working unit to confirm the mc pcba was at fault. Investigation is ongoing.

Manufacturer narrative:
H10: the bme reported the customer has declined repair activity at this time. The unit remains out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.